Manufacturer narrative:
Concomitant medical product: product ID: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right atrial (ra) lead exhibited a suspected position check failure. The ra lead remains in use. No patient complications have been reported as a result of this event.